Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery(rca). Predilation was performed with a balloon. A 38 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the target lesion. The physician attempted to deliver the stent across the target lesion but encountered resistance at a proximal bend before being able to get the distal tip of the device to cross the lesion. The physician pushed the device more to try and get the stent across the lesion but lost guide catheter support. Once the guide catheter support lapsed, the guide catheter and stent bounced back and disengaged from the ostium of the rca. The physician then removed the stent and reengaged the artery with the same non bsc guide catheter. The physician inserted a support guide catheter through the previously placed guide catheter into the rca. The physician inspected the stent before reinsertion to the guide catheter and found that the stent's struts were slightly lifted. The physician selected another promus premier stent to complete the procedure. No patient complications were reported and the patient was stable throughout the procedure.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).